Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked display window, broken reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads, a missing end cap sticker and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 146 mg/dl. The customer stated that she had had the insulin pump tucked into her bra strap and had been outside in the heat, sweating. Advised discontinuation of the insulin pump. Nothing further reported.